Manufacturer narrative:
.

Event description:
It was reported the pt fell hard about one week after implant and experienced an increase in baseline pain. The pt had a revision of the catheter. The drug in the pump was morphine. The pt recovered without sequela.